Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the stimulation with the permanent spinal cord stimulator (scs) was not the same as the trial. The patient was also upset at the battery location. When the rep saw the patient in the healthcare provider (hcp) office, he expressed dissatisfaction with the placement of the scs battery and reported the stimulation with the permanent battery was not the same as the trial. The rep had tried to reprogram the device twice and was meeting with the patient to try again. No interventions other than reprogramming were planned as of the time of the report. At the time of the report, the issue was not resolved. No surgical intervention occurred and it was unknown if any was planned. Later,the rep reported the patient was seen by the doctor and the stimulator was programmed. The stimulation was then in a better spot. That was all the information the rep had. Relevant medical history included spinal pain.